Manufacturer narrative:
The devices were not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of the mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. A review of the lhr was not possible as the lot number was not provided. (B)(4). Pi number is unknown as the lot number was not provided.

Event description:
The following information was reported: post procedure the mynx vascular closure device was inserted and the balloon was inflated. There was no difficulty inserting the device per the medical doctor. The device was then pulled back without issue to the 1st stop. Between the first and second stop the balloon ruptured. The procedural sheath and device were removed and manual pressure was held for 15 minutes. There was no additional complication with the groin site. The patient was not hospitalized and was discharged home 6 hours post procedure. Additional information: the balloon lost pressure at the second stop. At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f stick location: medium vessel type: arterial.